Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation papers allege the patient was advised that test results showed toxic levels of cobalt and chromium. Additional evaluation is being performed to determine when, and if, revision surgery can be performed. Doi: (B)(6) 2008 - no reported revision (right side). **update** (B)(6) 2011- the sales rep reported the revision surgery. The patient was revised to address acetabular loosening and black tissue staining. Dor: (B)(6) 2011; updated the part/lot information. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt revised for high ion levels.